Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker system triggered a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. Pocket manipulation was performed in bipolar, and noise was reproduced along with impedances of greater than 3000 ohms. When tested in unipolar, there was no noise and all measurements were within normal limits. Technical services discussed the clinical observations could be related to a spring contact issue, and recommended performing a chest x-ray to check if the terminal pin is fully inserted into the device header. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was programmed to unipolar mode, and a chest x-ray was scheduled for an unknown date. The plan is to continue monitoring the patient. This pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.